Event description:
It was reported that the patient was admitted to hospital due to hyperglycemia and treated the high blood glucose as insulin was administered via insulin pump and manual injection.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name: medtronic minimed. (B)(6). Country: united states. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).